Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is males; the age of the patients was 75 years old. The majority of the patients were white. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental re port will be submitted accordingly. Referenced article: ¿clinical outcomes of his bundle pacing compared to right ventricular pacing.¿ journal of the american college of cardiology. 2018; 71(20):2319-2330. Doi: 10.1016/j.jacc.2018.02.048. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications/product performance issues during an implant procedure using an implantable pacing lead. The article reports there were patients who experienced pericardial effusion, which required pericardio centesis; infection, requiring lead replacement; extra hospitalization; loss of capture; increased thresholds; and high capture thresholds. There were patients who experienced pacing induced cardiomyopathy. There were lead revisions completed. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The s tatus/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.